Manufacturer narrative:
1/9/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a lavh procedure. Reportedly, the safety shield did not advance. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.